Manufacturer narrative:
An event of acute blood loss anemia and low cvp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 19 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient developed acute blood loss anemia which required a blood transfusion (3 units of prbc, platelets and ffp). The patient also received 55 cc of albumin for low cvp. This event is noted to be procedural related only. (Clinical study patient ID: (B)(6)).